Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) found a thrombus surrounding the inlet bearing cup and bearing ball of the rotor. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing cup and bearing ball of the rotor. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the cause of the thrombus. The pump was returned assembled with the driveline (dl) cut approximately 4" from the pump housing and the distal portion of the dl was not returned. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The current revision of the heartmate ii IFU listed device thrombosis as an adverse event that may be associated with the use of the hm ii lvas. The IFU outlines the indications of thrombus and how to respond to such events, as well as provides information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 years 5 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had a pump exchange. The reason for exchange due to thrombosis being in the device. It was unknown if changes to patient condition or anticoagulation status contributed to the thrombus; the patient was not managed by the (B)(6) hospital. The patient was sent to the customer by the primary vad team at (B)(6) as they were not comfortable replacing the patient's lvad. Customer did not believe the patient had issues with anticoagulation; patient had the heartmate 2 lvad for 10 years. However, patient's outflow graft was cannulated in the descending aorta due to patient's anatomy and previous surgeries. The pump speed had always been running to allow her aortic valve to open to prevent issues.